Event description:
The reporter stated the tech attempted to load a 20.0 diopter cc4204a collamer aspheric single piece lens. The tech had difficulty loading the lens into the cartridge. The lens was torn during the loading process. There was no pt contact. Reporter stated the cartridge was defective.

Manufacturer narrative:
(B)(4): method - lens work order search, cartridge lot number search. Results - visual inspection of the returned product found lens stuck in cartridge. Cartridge tip is split. There was evidence of clear surgical residue on product. Product was returned in device tray. A lens work order and cartridge lot number search was performed and no similar complaints were found within the same work order and lot number. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).